Manufacturer narrative:
The reported events were a helix mechanism issue and inadequate capture. The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned for analysis with its helix extended, stretched, and bent. The helix mechanism test could not be performed due to the helix damaged as received. The reported event of inadequate capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. All damages found are consistent with procedural damage.

Event description:
It was reported that a patient presented to the clinic with high capture thresholds on their right ventricular lead. A lead repositioning procedure was attempted on (B)(6) 2022, but the lead helix would no longer extend after retracting it for repositioning. The lead was ultimately explanted and replaced. The patient was stable throughout.